Event description:
Additional information received from a manufacturer representative reported impedance measurements were taken at 3 v, all contact pairs looked normal ranging from 2500 ohms. The representative reported the consumer had her device off for a month now due to shocking sensation at implantable neurostimulator (ins) pocket site. The consumer did fall and land on the ins, but she was having intermittent shocking sensation prior to her fall. She described the shocking sensation as it felt like a 9v battery. The shocking sensation was worse when stimulation was turned on, but with palpitation, the consumer also felt shocking sensation at the ins pocket site. The ins pocket site looked fine, no redness or swelling. Further information received from the representative reported the consumer was requesting an explant of her device, but no date yet as to when that was to happen. Follow-up was being conducted to determine cause, steps taken, and resolution of the reported issue. If received, this event will be update.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that her device was turned off, but she felt a shock in her hip where the implant was. The patient stated that it didn't give her relief in her back and she was tired of reprogramming it every month. The patient reported that "it's not like the device is on, it's like when you put your tongue on a 9 volt battery but 10 times worse" and that it shocks her every 20-45 minutes. The patient was in very bad pain. Further information from the consumer reported that she had stimulation in an undesired location. The patient was having shocking in the implant area and it got worse if it was on. The patient had a fall, but the shocking had been occurring before. The patient stated that since implant stimulation had never been in the appropriate area of her back, but was instead in her stomach, chest and legs and was not effective. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.